Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The reported field event of backup vvi (bvvi) and inappropriate therapy were not confirmed in the laboratory. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate hv therapy. The device was found in back-up vvi mode. A device download was performed successfully to restore the device.